Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was trying to do a functional check in arctic sun device and the device was not heating, water level was at 5. Mss had biomed drain 0.5 liters from the right drain port and it corrected the issue. Per additional information on 24-jan-2023, based on the reported issue, all information needed had been received and there was no patient involvement during a functional check. Tech support had biomed drain 0.5 liters from the right drain port and it corrected the issue, tech support confirmed it was user error.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed was trying to do a functional check in arctic sun device and the device was not heating, water level was at 5. Mss had biomed drain 0.5 liters from the right drain port and it corrected the issue. Per additional information on 24-jan-2023, based on the reported issue, all information needed had been received and there was no patient involvement during a functional check. Tech support had biomed drain 0.5 liters from the right drain port and it corrected the issue, tech support confirmed it was user error.